Event description:
It was reported that during implant failure to extend prior to implant and insulation twisted on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
The reported events of helix mechanism issue and insulation twisted were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the outer insulation to be twisted throughout entire lead body. The cause of the reported helix event was isolated to an over torqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.